Event description:
The employee stated that when she walked into the room where a neoblue light was on, she experienced immediate pain and discomfort in her eyes as well as nausea. She confirmed a corneal burn consistent with uv exposure. She was not wearing yellow protective glasses.